Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was off when she awoke, and after changing the battery, the pump said the battery failed. The customer stated she changed the battery again and the insulin pump shut off, once again. Her blood glucose was 246 mg/dl. Customer stated the battery cap appeared to be beaten down a little bit and the battery component was corroded. She also stated when she removed the last battery, it was wet inside the battery compartment with battery fluid. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.